Event description:
Customer reported that erroneously low sodium results and anion gaps were generated by the unicel dxc 800 synchron system. The system is routinely calibrated and quality controls run every shift. No specific results or other event details were provided. The results were not reported out of the lab. The customer recalibrated the system which corrected the error.

Manufacturer narrative:
No data was provided for review. No service call was initiated or conducted. The customer performed unspecified troubleshooting that corrected the issue. No specific root cause could not be determined without a full examination of the system; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.